Event description:
Intubated patient, sedated & ventilated with intermittent air leak & decreased vt. Cuff checked, tube retaped. Md called. Chest x-ray showed tip of endotracheal tube (ett) very high. Visualized by md with bronchoscope - tube kinked - unable to pass scope. Tube removed; patient reintubated with regular ett.

Event description:
Intubated patient, sedated & ventilated with intermittent air leak & decreased vt. Cuff checked, tube retaped. Md called. Chest x-ray showed tip of endotracheal tube (ett) very high. Visualized by md with bronchoscope - tube kinked - unable to pass scope. Tube removed; patient reintubated with regular ett.